Event description:
The cuff had manufacturing defect where end of tube is occluded by plastic "bubble", resulting in complete block of airflow. Recognized promptly by anesthesiology provider. Tube was replaced with immediate resolution.